Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 1.3, lab: 2.56. Lab draw was forty five (45) minutes late.

Manufacturer narrative:
Comparison of inratio test result(s) with the lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: (1.3), lab: 2.56, mean: 1.93, confidence limits: (1.3-2.7), results: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. Root cause could not be determined from info provided by the customer. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 272417. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. (B)(4). Strip lot in complaint has strip code 9r2v0 which brick lot number 257213 was assigned and packaged into strip lots 272417 and 272418. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.